Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015. Customer's blood glucose was between 600 mg/dl and 800 mg/dl at the time of admission. Customer reported their legs felt weak from their high blood glucose. The customer reported the cause of the hospitalization was from diabetic ketoacidosis. Customer was treated with an IV for their high blood glucose. Customer's current blood glucose was between 235 mg/dl and 250 mg/dl. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.